Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 9mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.